Event description:
It was reported that a spectrum infusion pump failed flow rate test high occurred during testing in the emergency room. The programmed volume to be infused was 20ml at a flow rate of 40ml/h and the actual amount to be infused was >21ml each time (ran the test 3 times). The medication being infused was di water under "basic" setting therefore medication manufactured by bater wasn't applicable. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test high" was not reproduced. Evaluation had testing performed 40 ml/hr and volume to be infused of 40 for 60 mins with results of 41.041 an error percentage of 2.6025 then a second run of 40ml/hr and volume to be infused of 20 for 30 mins with results of 20.689 an error percentage of 3.445. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: it was reported that a spectrum infusion pump failed flow rate test high. Preventive maintenance testing for flow rate accuracy was performed per the spectrum service manual. The programmed volume to be infused was 20ml at a flow rate of 40ml/h and the actual amount to be infused was >21ml each time (ran the test 3 times). There was no patient involvement. No additional information is available additional information h6: type of investigation. Additional information h11: a review of the event history log for the last days of use which did not align with the event date reported showed two infusions with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the sprectrum service manual. The infusions ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.